Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body was broken into two pieces, the connector was detached and fiber body has serval breaks. The device instructions for use (IFU) was reviewed, it states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room, hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on analysis results, the reported event was confirmed. The cause that contributed to the reported event could not be established, therefore an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that prior the procedure for benign prostatic hyperplasia, the first fiber selected presented a break at the connector. This fiber was not used in the procedure. The second fiber presented an unspecified damage. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the fiber connector break.

Event description:
It was reported that prior the procedure for benign prostatic hyperplasia, the first fiber selected presented a break at the connector. This fiber was not used in the procedure. The second fiber presented an unspecified damage. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the fiber connector break.